Event description:
After deployment of stents in lad, ptca balloon inserted to inflate diagonal. The stents placed in lad crossed ostium of diagonal branch and wire and balloon passed area successfully. After two inflations, balloon "winged" and upon retraction unable to pass balloon back thru stent thus unable to remove balloon. Pt sent to surgery for balloon removal.